Event description:
It was reported that during an unknown procedure, the device did not meet the customer¿s expectations. There were no patient consequences reported. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Buckled knife, damaged joint cover, damaged articulation link. Additional information was requested, but unavailable: the analysis found that one pse60a device was returned with the articulation mechanism damaged and with no cartridge reload present. No functional test could be performed due to the condition of the device. Furthermore, the knife was found buckled and the articulation joint was found damaged. Please note that in order to articulate or disarticulate the device, the jaws must be opened. Pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.